Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Manifold, other/defective. Capacitor, leaking. The itemized repair statement states: pilot valve stuck and capacitor leaking. Complaint of "device is alarming, shutting down and not restarting" was confirmed. The underlying cause is pilot valve stuck and capacitor leaking.

Event description:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Manifold, other/defective. Capacitor, leaking. The itemized repair statement states: pilot valve stuck and capacitor leaking. The dealer alleges that the device is alarming. The dealer alleges that the device is shutting down and not restarting.

Event description:
The dealer alleges that the device is alarming. The dealer alleges that the device is shutting down and not restarting.